Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. A revision procedure was performed and the lv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Dried body fluid was found in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.